Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: stress marks observed assessed non penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.